Event description:
Customer reported that right after boot up, the system displayed a security error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the mainframe generator interface and fluoro functions boards, and the backplane connectors. System operates as intended.